Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt. From 17:33:44 to 17:37:26, per continuous device recording, the patient was in sinus rhythm at 70 bpm with motion artifact and electrode lead fall off. The rhythm then degrades to vt at 200 bpm with CPR/motion artifact/electrode lead fall off. CPR/motion artifact/electrode lead fall off obscured the rhythm and prevented the lifevest from treating the patient. At 17:38:07, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm. The patient's post-shock rhythm was a paced rhythm at 60 bpm with tactile artifact and failure to capture. The electrode belt was disconnected at 17:46:30 on (B)(6) 2022. Patient was last seen in asystole with pacemaker spikes, CPR/motion artifact, and electrode lead fall off. The rhythm then transitions to an idioventricular rhythm at 30 bpm with CPR/motion artifact/electrode lead fall.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.